Event description:
It was reported that a post-operative vuepoint screw construct had broken. The original construct consisted of an occipital plate, rods and screws implanted in the c2 spine level. Radiographic confirmation of the event was provided indicating screw breakage had occurred. Original surgery date is unknown. The patient is reportedly asymptomatic and revision surgery is not planned at this time.

Manufacturer narrative:
(B)(4). Patient post-operative activity levels and/or compliance with post-operative care instructions is unknown at this time. Revision surgery has not occurred. Root cause of the reported event has not been determined. A follow-up report will be filed when new relevant information is available. Labeling review notes the following: "potential risk identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."